Event description:
It was reported that the ilet¿s screen and housing were separating, the wake/sleep button was nonresponsive, and the user had to access the internal wake mechanism to operate the device, consistent with a bonding failure of the display assembly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and the facility nurse. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Investigation description: display damage due to separation.